Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer display was dark. The liquid crystal display (lcd) was out of specification electrically, the lcd was replaced. It was also determined at analysis that the link electronic module (lem) printed circuit board (pcb) tested out of unit specifications. The stylus and the floppy drive were inoperable. The power cord bay and the keyboard hinges were damaged. The system fan was noisy. The hard drive was reconfigured, and the software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display has become dark. The programmer was restarted, but the issue persisted. The programmer has been returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.